Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. The patient's implantable cardioverter defibrillator exhibited non-sustained oversensing episodes. Upon review, it was noted that there was intermittent oversensing of an artifact before every r wave, which could have been due to valve movement or p wave. Programming changes and defibrillation threshold testing were performed.

Event description:
New information received noted that the cause of the non-sustained oversensing was not known. The interventions were performed on (B)(6) 2019, and there have been no issues since.